Event description:
While placing a percutaneous sheath introducer, it was noted that the spring-wire would not pass through the last quarter-inch of the vessel dilator. A new kit from a different lot was then used successfully.